Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse evaluated the ise system and found all syringes in need of replacement. The fse replaced all syringes, replaced the cl electrode, and manually cleaned the sample pot. The ise was primed and cleaned. A precision run was performed and results were within specifications. The customer confirmed that ise issues have been resolved and there were no further reports of issues.

Event description:
The customer reported an au680 clinical chemistry analyzer was generating several low anion gaps which were normal upon repeat of the samples. Review of results for three patient samples show that sodium (na) and chloride (cl) results were different upon reanalysis as well; the na and cl results for one patient were greater than specification claims for the assays. There were no erroneous results released from the laboratory and there was no change to patient treatment in connection with this event. The customer stated the instrument maintenance was up to date. Ion selective electrodes (ise) calibrated without issues and recalibration did not correct the issue. The customer also stated that quality control (qc) results were within the laboratory's established ranges.